Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) rn calls reporting a cardiosave had been having a very strange ap and sometimes she would receive fo sensor failure alarm. No harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported customer via esp call (emergency support program), cardiosave intra-aortic balloon pump (iabp) had a very strange ap and sometimes receive fo sensor failure alarm. No harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - b5, h6(medical device ¿ problem code). It was reported by the customer through a direct call to the emergency support program line that during use the cardiosave intra aortic balloon pump (iabp) was having a very strange ap and sometimes would receive fo sensor failure alarm. The customer also reported that, the fo sensor failure alarm would sometimes go away and that there is a transduced ap also connected to the cardiosave. Esp personnel and the customer disconnected the fo and obtained the transduced ap waveform tracing on the cardiosave. However, all attempts at ¿zeroing¿ the transduced ap were unsuccessful, and it seemed as if the touchscreen would not recognize the customers touches. As a result of those troubleshooting steps, esp personnel guided the customer to swap the cardiosave out for a different console. This resulted in a clean crisp fo ap waveform from the sensation plus catheter with no fo alarms and no more touchscreen issues. Esp personnel followed up with the customer more than an hour after swapping the console out. The customer there were no alarms or messages and the therapy was being delivered as expected. This is a pump only issue verified by the troubleshooting. The iab and fo are working as expected after switching cardiosave consoles. No adverse event noted. Repair information is not available as of now. In future if we receive any repair information will reopen and update the investigation.